Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after changing to a 23 in, 6 mm infusion set and later performed a full supply change due to concern that insulin was not delivering, noting no odor or evidence of insulin at the site and no bent cannula on removal, and that the device reportedly delivered 50 units without corresponding glucose improvement while no alerts or alarms occurred. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization or medical intervention beyond troubleshooting and education. Investigation included user-led troubleshooting, supply replacement, and review of glucose and delivery data. Investigation of this case revealed no confirmed device malfunction, no cannula occlusion, and no infusion set defect, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.